Event description:
Information was received from a patient regarding patient communicator. It was reported that the communicator had been malfunctioning for about two weeks. The patient stated that when they plug it in, the battery indicator light did not come on, but when they pressed the button and hold it to the pump, it turned on with the battery low message. The patient tried a different micro-usb charging cord, but that did not resolve the issue. The patient confirmed the device has not been dropped or wet. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 28-aug-2020, UDI#: (B)(4). The communicator was returned for analysis on 2025-feb-11. H3. Analysis of the communicator found the communicator micro usb charge port was loose. The communicator failed the final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.